Event description:
It was reported patient is experiencing pain and bone scan displayed implant loosening approximately one year post implantation. No revision is planned at this time. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Medical product: partial femur cemented catalog # 42558000402 lot # 64587381. Biomet bc r 1x40 us catalog # 110035368 lot # zz44bj2604, psn pk ve ply rl sz g 9mm catalog # 42528800709 lot # 64272611. Multiple MDR reports were filled for this event: 0001825034 - 2023 - 00866. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates the patient had a moderate pain. This record doesn¿t confirms reported loosening issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.